Event description:
A non-healthcare professional reported that before the intraocular lens (iol) implant procedure iol malfunctioned during the implantation. The lens broke and could not be used. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. First provided photo shows an iol carton with a closed lens case inside. Second provided photo shows an iol in a lens case base. The optic appears to be damaged; the haptics appear to be broken/deformed. Based on our observation of the attached photo, the optic appears to be damaged, the haptics appear to be broken/deformed. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).